Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose was 120 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after fully charging the pump; however, the customer did not respond.